Manufacturer narrative:
(B)(4). D10: 00599401691 - left size f cemented option femoral component femoral plastic cap must be removed prior to implantation - (B)(6). 00599404017 - 17mm height size e,f with locking screw green articular surface use with femoral e,f / screw enclosed do not discard - (B)(6). 00598004702 - stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - (B)(6). 00598801622 - long 22mm diameter 130mm length sharp fluted stem extension combined length 175mm - (B)(6). 00598801522 - 22mm diameter 75mm length sharp fluted stem extension combined length 120mm - 37221075. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient reported experiencing persistent post-op pain and swelling. In addition to pain, they also noted clicking and clunking in the joint with continued swelling around the knee and decreased range of motion. The initial surgeon suggested the patient undergo a genicular nerve ablation which the patient did including a year of pt. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10 the event can be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Review of the records state that the patient was experiencing pain, swelling and clicking and clunking in the joint. Patient is also experiencing great difficulty and stiffness while attempting to bend past 90 degrees. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.